Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (71122u156) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment on the second mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The patient anatomy was challenging with a pre-existing chordal rupture and thin, friable leaflets. The entire posterior leaflet was prolapsed, therefore, the width of the flail was greater than 15mm. The first mitraclip interacted with the posterior leaflet which got stuck in the gripper. During troubleshooting to remove the stuck leaflet, a chord became torn. The leaflets were grasped and the first mitraclip was deployed. During grasping with the second mitraclip, it was noted that the anterior leaflet was no longer inside the first mitraclip. The second mitraclip was deployed. During clip orientation of the third mitraclip, the anterior leaflet was no longer inside the second mitraclip. The third mitraclip was implanted between clips 1 and 2 to stabilize them both. A fourth mitraclip was implanted. Mr was reduced to grade 2 to 3. The physician hypothesized that the patient's thin/friable leaflets potentially impacted the ability to ensure the leaflets remain inside the clips. The patient is in stable condition with no heart failure symptoms. There was no additional information provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The single leaflet device attachment appears to be related to patient morphology/pathology (chordal rupture, prolapsed posterior leaflet, flail greater than 15 mm, thin and friable leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.